Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 147 mg/dl. It was stated the insulin pump was in clothing close to the customer's body. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.